Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level was 380 mg/dl. Reportedly, the customer was able to successfully prime the tubing to remove the air bubbles. Customer believed that while filling the cartridge the needle "went too far" and may have punctured the bag within the cartridge. Allegation could not be confirmed.